Manufacturer narrative:
(B)(4). During follow up, it was reported that the peritonitis was caused by a breach in aseptic technique further described as a touch contamination. On the same say as onset, the patient was seen in the emergency room and was later discharged. The patient was treated with intraperitoneal vancomycin (dose not reported) for 21 days. The patient was reported to have recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 1 of 4 involved in this event.